Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizures. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they experience seizures. The patient has been experiencing a lot of low blood glucose levels but no levels were provided. It was also mentioned that they got an out of range message. There is no information on if the patient had to seek medical attention due to the seizures.